Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant was found to be ruptured and received in two parts. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device, such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: material rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation with two 350cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast implant ruptures. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacements were: (left) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 9689658 sn: (B)(4) and (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 9661513 sn: (B)(4). This medwatch form is for the left breast prosthesis.